Event description:
The customer reported via phone call that the b and act button on the insulin pump are unresponsive. The customer stated that she was changing the set and could not complete the process because if the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Device passed the rewind, basic occlusion and displacement test. The insulin pump was received with cracked case at display window corners, battery tube threads, minor scratched and cracked display window.